Manufacturer narrative:
No specific model and serial number was provided for the device, and no record to indicate whether the device was returned to olympus for evaluation. Olympus made multiple follow ups by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date the ess visit has not been finalized. The cause of the reported event could not be conclusively determined. Olympus will continue to investigate this report and will provide a supplemental report if additional information becomes available.

Event description:
Olympus received information from the patient¿s relative (brother) alleging that after undergoing an endoscopic retrograde cholangio-pancreatography (ercp) procedure on (B)(6) 2017, the patient contracted a carbapenem-resistant enterobacteriaceae (cre) infection. The patient reportedly expired, and the cause of death is unknown. The date of death is unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An olympus endoscopy support specialist was unable to be dispatched due to insufficient account information provided.